Event description:
A pt reported blood glucose resutls of 9 and 58 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt did not have a check strip or control solution available. The test strips were in good condition, codes matched, and the testing technique was correct. The pt phoned the physician for advice and was given phone advice. The pt testing does not have diabetes. Control solution and a check strip are being sent to the pt.